Event description:
It was reported that the customer had high blood glucose. The customer's family member stated that the insulin is not being delivered and the pump has a no delivery alarm. During the call it also was reported that the customer was hospitalized for high blood glucose, it was stated that the customer was disconnected from pump for about forty-five minutes. The customer was going to change the infusion set and customer's family members found customer in bathroom dizzy, nauseated and passed out. Troubleshooting was performed. The programming, insulin concentration and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications.